Manufacturer narrative:
(B)(4). One device was received for evaluation. Visual inspection found that the jaws were stuck shut and the knife was protruding from the jaws. The jaws would not open or close due to the protruding knife. The customer's reported condition was confirmed and attributed to user error. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have reduced the difficulty in activating the knife. Per the IFU , the jaws should be closed and locked before activating the cutter. A device history review was completed and no entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a procedure, the device jaws could not be reopened. It is unk if the device was applied to tissue at the time, and if so, how it was removed from the tissue. Patient info was not available from the site. In addition, upon receipt of the device for evaluation at covidien, a preliminary investigation found that the knife blade was protruding from the jaws of the device.